Event description:
A malfunction was reported, identified by malfunction code 12, which was successfully reset by following instructions provided by technical support. The customer's blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was instructed to continue using the pump and was advised to contact support again if the malfunction code reappeared.